Manufacturer narrative:
The facility did not retain the device and did not provide a lot number for the tna device. Therefore, the manufacturer could not conduct an investigation of the device or the lot history record. A phone interview was conducted with the physician, during which he stated the following: he was not filing a complaint concerning the performance of the device or event in question. The "re-bleed" in question consisted of "light bleeding 10-12 days after surgery" that "probably would have occurred using any type of instrument". Patient returned to clinic for evaluation and the "non-threatening" bleeding was controlled in the operating room. Should additional information become available, the manufacturer will file a follow-up report.

Event description:
During a visit with a sales rep, the physician referred to a post-op re-bleed that had happened (date unknown). The child had to be readmitted 12 days after a tonsillectomy. The bleeding was controlled in the operating room and the child was sent home.